Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customers blood glucose (bg) level was in the low 200s. Customer did not correct bgs because there was no insulin available. Tandem technical support followed up with customer and conferment customer was able to get more insulin, insert a new cartridge, and resumed pump therapy. Customer also reported bg levels are stable.